Event description:
It was reported that the pump was dropped and as a result, the touch screen became shattered and unresponsive. There was no impact to the customer's blood glucose level due to the reported issue. Reportedly, customer reverted to insulin pens for insulin therapy.